Event description:
Philips received a complaint on the heartstart xl+ indicating that the device would not bootup normally. There was reportedly no patient involvement. A philips authorized service provider (asp) evaluated the device onsite and it was determined that this was a malfunction of the optical energy switch. The customer will replace the optical energy switch to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.